Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was completed using a starclose se device via a 6f sheath after a lower extremity interventional procedure on (B)(6) 2018. Reportedly, a day or two after vessel closure with the starclose se device, the patient complained of severe pain in the right leg and loss of feeling in the right foot. The physician was concerned and had the patient brought back in on (B)(6) 2018 and performed a cut down surgery. During the cut down surgery it was found that the starclose se clip had grabbed the vessel wall which was disrupting blood flow. The starclose clip was removed during the cut down surgery and blood flow seemed to have been restored. Hemostasis was achieved with surgical suturing after the cut down surgery. Hospitalization was prolonged as the patient had to return to the hospital for the cut down surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.